Event description:
Complainant alleged that clinicans were attempting to defibrillate a patient who was in cardiac arrest but, the device displayed a "defib pad short" message and would not discharge. The clinicans obtained another device and successfully converted the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. Subsequent to the incident, the device was evaluated by biomedical engineering and the universal cable was isolated to be at fault. The cable was replaced to correct the malfunction and the device has been put back into service. The cable is to be returned to zoll for investigation however, has not been received at this time.